Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 72 mg/dl. The customer stated that they saw a open book image on insulin pump display. Customer stated that the insulin pump was beeping and changed the battery 10 times and it was alarming battery failed and then started alarming with a picture of the pump with an cross and then a open book. Customer stated that they unable to troubleshooting for failed battery alarm because of critical pump error. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify battery failed alarms due to critical pump error (open book image) alarm.